Event description:
Reporter alleged high glucose readings, and had a comparison test performed as a result, however, no specific results were provided. It was stated customer's meter read 289 mg/dl back to back to the dieticians' meter reading of 110 mg/dl. No actions were taken, and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.